Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device was unable to boot up. A philips-approved service provider evaluated the device and confirmed the reported problem.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab tests. The fuse f1002 was found opened circuit on the returned power pca. The available information is consistent with a malfunction of the power pca.